Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon cuff check, there was air leakage and air supply could not be performed. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.